Event description:
It was reported that a patient underwent a redo cirrhosis procedure on an unknown date and a barbed suture was used. Post-op, a wound dehiscence occurred. The surgeon opined that it was probably due to cutting of adipose tissue and stated that it seems to be ok if a patient has a normal tissue. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? Why is the procedure referred to as a ¿redo¿ cirrhosis procedure? What is meant by ¿redo¿? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? On what tissue was the suture used? Was the suture used on the adipose tissue or was it used on the liver? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure, if applicable. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/23/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure=>unknown. Date and name of index surgical procedure?=>unknown. The surgery for liver cirrhosis why is the procedure referred to as a ¿redo¿ cirrhosis procedure? What is meant by ¿redo¿?=>it's a re-operation. The diagnosis and indication for the index surgical procedure? =>liver cirrhosis what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?=>unknown was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?=>unknown were two reverse stitches performed across the incision prior to closure?=>unknown on what tissue was the suture used?=>fascia was the suture used on the adipose tissue or was it used on the liver?=>fascia what tissue dehisced?=>adipose tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)?=>abnormal, but the detail is unknown onset date/time of dehiscence? (# post op days)=>unknown. How was the dehiscence managed?=>unknown. Please describe any surgical intervention required for the wound dehiscence including date and findings.=>unknown. Please describe the appearance of the suture during the second procedure, if applicable.=>unknown. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)?=>maybe no. Tissue cutting. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue?=>unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?=>unknown.. Other relevant patient history/concomitant medications?=>liver cirrhosis what is the physician¿s opinion as to the etiology of or contributing factors to this event?=>if the patient is normal tissue status, probably there was no problem. What is the patient's current status?=>unknown lot number?=>unknown if applicable, will product be returned? If so, please provide the return date and tracking information.=>no sample will be returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was an ethicon device used in the first procedure (procedure prior to the redo procedure where stratafix was used)? If yes, was there any product deficiency with the ethicon device used during the first procedure (procedure prior to the redo procedure where stratafix was used)? If so, please describe. What is the reason for the redo?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was an ethicon device used in the first procedure (procedure prior to the redo procedure where stratafix was used)? Unknown. If yes, was there any product deficiency with the ethicon device used during the first procedure (procedure prior to the redo procedure where stratafix was used)? If so, please describe. What is the reason for the redo? Unknown. We try to get the details for this case through sales rep, but the surgeon haven't reply yet. If the additional information was received, we will update on ecm.